Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 801 analytical unit. When testing on the cobas e 801 analytical unit, the sample was repeatedly reactive. On 03-mar-2026, the sample was sent to a reference laboratory for confirmatory testing using " luo bands", and the result was non-reactive. The customer did not know which result was correct for the patient or if any result was reported outside of the laboratory.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2026, the patient was redrawn, and the sample was sent to a reference lab for testing. All results were negative, including rna 1 and 2 and antibody differentiation tests. The investigation is ongoing.